Event description:
The customer reported that the system had a communication failure and locked up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and the interconnect cable, system interface board, and video controller board were replaced during the service call. The system was tested and found to be working as intended and put back into service.